Event description:
The 840 ventilator stopped cycling while in use on a pt. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event, although he was able to verify an error code in memory that substantiated the customer's claim. There was no pt harm or injury reported.